Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured, the defibrillation conductor was stretched, there was blood/body fluid on the defibrillation conductor (not obstructed), all insulation was torn, the outer insulation was breached cut and the lead was stretched; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured, the defibrillation conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), all insulation was torn, the outer insulation was breached cut and the lead was stretched; full lead in segments returned and analyzed.

Event description:
It was reported that there was a lead fracture noted on fluoroscopy and high impedance greater than 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.